Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2004, the patient underwent spinal fusion procedure in lumbar spine using rhbmp-2 . On (B)(6) 2012, the patient presented with pre-op diagnosis of herniated disc and post op diagnosis of left l4-5 herniated nucleus pulposus . The patient underwent l4-5 discectomy . Indications: sciatica / foot drop partial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.